Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device revealed that the handshake connection was separated and bent. The coil was kinked at the handshake connection. There was blood present within the sheath. The returned wire was frozen within the device due to damages present to the rotalink device and the rotawire. There were numerous severe kinks to the wire preventing removal.

Event description:
Reportable based on the additional information from the related complaint investigation result on 05sep2025. It was reported that crossing difficulties or failure occurred. The 98% target lesion was located in the severely tortuous and severely calcified artery. A 1.50mm rotablator rotalink plus was selected for complex percutaneous transluminal coronary angioplasty (ptca). During procedure, it was noted that the device failed to cross the lesion. The procedure was completed. There were no patient complications. However, based on the additional information from the related complaint investigation result, it was confirmed that the burr was stuck.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual examination of the device revealed that the handshake connection was separated and bent. The coil was kinked at the handshake connection. There was blood present within the sheath. The returned wire was frozen within the device due to damages present to the rotalink device and the rotawire. There were numerous severe kinks to the wire preventing removal.

Event description:
It was reported that crossing difficulties or failure occurred. The 98% target lesion was located in the severely tortuous and severely calcified artery. A 1.50mm rotablator rotalink plus was selected for complex percutaneous transluminal coronary angioplasty (ptca). During procedure, it was noted that the device failed to cross the lesion. The procedure was completed. There were no patient complications. However, based on the additional information from the related complaint investigation result, it was confirmed that the burr was stuck.